Manufacturer narrative:
An osseotite implant (bost510) was returned for investigation with a cover screw threaded into the drive feature. Visual inspection of the as returned product identified signs of use but no damage to the external threads. The collar and internal hex/threads were in good condition and did not show any damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history review was performed and no related non-conformances were noted. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is therefore non-verifiable.

Event description:
There is no additional event information at the time of this report.

Event description:
The clinician indicated that the implant at tooth site 29 was removed due to infection and bone loss. Other symptoms reported as a result of the event were dehiscence, inflammation and edema. The implant was removed on (B)(6) 2019.